Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that ipg was inoperable as programmer displayed error message "ipg has reached end of life. Please contact provider." Surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored.